Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Event description:
It was reported that insulin continued to drip from the cannula after the act button is released. The insulin pump alarmed for a loose drive support disk. The blood glucose reading was 16.1 mmol/l. The insulin pump had not been dropped or bumped but the drive support disk was sticking out. The customer had not pressed on the cap while connected. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.